Manufacturer narrative:
This report is submitted on may 08, 2024.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022 due to poor performance with the device and non-use. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 24, 2024.